Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted an unspecified call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box data showed no unusual alarms, errors, or warnings. The pump was able to successfully complete the ez prime steps during testing. The pump was exercised for 24 hours with no call service alarms. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. (B)(4).